Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07442. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 5f mosquito introducer sheath was introduced. After a 0.018 non-bsc guidewire was advanced to cross the lesion, a 6.0 x 40, 40cm mustang balloon catheter was advanced to the target lesion for post dilation. However, upon the first inflation, the balloon ruptured at 24 atmospheres after a duration of 10 seconds. The device was completely removed and subsequently, another 6.0 x 40, 40cm mustang balloon catheter was advanced to post dilate the lesion. However, upon the second inflation, the balloon also ruptured at 20 atmospheres after a duration of 15 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination confirmed that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section of the device and the markerband profile. A longitudinal balloon tear was identified in the balloon material. The tear stretched from the proximal markerband to the distal transition zone of the balloon for a total length of 4.5cm. A visual and tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07442. It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 5f mosquito introducer sheath was introduced. After a 0.018 non-bsc guidewire was advanced to cross the lesion, a 6.0 x 40, 40cm mustang¿ balloon catheter was advanced to the target lesion for post dilation. However, upon the first inflation, the balloon ruptured at 24 atmospheres after a duration of 10 seconds. The device was completely removed and subsequently, another 6.0 x 40, 40cm mustang¿ balloon catheter was advanced to post dilate the lesion. However, upon the second inflation, the balloon also ruptured at 20 atmospheres after a duration of 15 seconds. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.